Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Initial reporter occupation: service coordinator. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the equipment evaluation, the breathing indicator failed, and the low pressure/disconnect alarm went off while the machine delivered breaths. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the front panel and gas supply indicator are damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the customer reported issue. The device tested normally. The worn parts were replaced as a preventative measure.